Manufacturer narrative:
Internal reference number: (B)(4)v. Revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition.'

Event description:
Implant failed due to loss of osseointegration.